Event description:
During the use of the bag used with a 10mm trocar the wire broke. The bag could no longer be removed. The consequence was an increase of the surgery time.

Manufacturer narrative:
Qn# (B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacturing of the complained lot. Reported defect can be confirmed. Closure wire was detached from the bag the root cause of this complaint was determined as undetermined/unknown. It is impossible to determine if the wire was glued together correctly or not. It is impossible to determine if the closure wire loop was disconnected by improper method of use. As the root cause of this complaint was determined undetermined/unknown, no corrective/preventive actions in production are deemed necessary to introduce.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
During the use of the bag used with a 10mm trocar the wire broke. The bag could no longer be removed. The consequence was an increase of the surgery time.